Manufacturer narrative:
B5: no patient involvement: corrected. D1: corrected.

Manufacturer narrative:
One device was returned for analysis in used condition. Visual inspection found missing tamper seals, missing battery and a broken right plunger case. Alarm history has several events logged for travel coarse error and travel reverse error. Functional testing confirmed the reported issue. The clutch pack, leadscrew, worm gear, worm coupling, battery and right plunger case were all replaced. The plunger position sensor would not calibrate properly so the plunger position potentiometer was replaced. The cause of the issue was worn/aged components including the clutch pack and leadscrew.

Event description:
It was reported that the pump had a travel coarse error. There was unknown patient involvement. No patient harm/adverse event was reported.